Event description:
It was reported that during a right atrium leadless pacemaker (ralp) implant procedure, that resistance was noted when transitioning to long tether mode. The physician stopped at short tether mode for testing and attempted to release the ralp but was unsuccessful despite troubleshooting attempts. The physician attempted to redock the device but was unable to do so. The ralp and delivery catheter were removed and replaced with new ralp and delivery catheter. The patient was stable following the procedure.